Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -7.0/3.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2023 the lens was exchanged vertically for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).